Event description:
Using tandem insulin pump tslim connection to samsung galaxy s22 ultra phone. Tandem app drops bluetooth connection approximately 5 times per week. Only fix is to restart phone with bluetooth off. Restart bluetooth to go trough unpair and repair the bluetooth connection. App is very unreliable and unstable. Dexcom g6 connection works connected to cell phone only the pump app fails. App needs to be fixed.